Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: escitalopram and lithium. Concomitant products included propranolol since 2017. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss / hair loss"), migraine ("migraines / migraines"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), premenstrual syndrome ("hormonal changes describe: bad pms") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia and dysmenorrhoea had resolved and the migraine, acne, menorrhagia, vaginal haemorrhage, headache, premenstrual syndrome and anxiety outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anxiety, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, premenstrual syndrome and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: confirmed full occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received events added from pfs- hair loss, abnormal bleeding menorrhagia, abnormal bleeding vaginal, headaches, dysmenorrhea (cramping). Reporter information, historical drug was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: escitalopram and lithium. Concurrent conditions included tremor, anxiety and bipolar disorder. Concomitant products included propranolol since (B)(6). In (B)(6) 2012, the patient had essure inserted. In (B)(6), the patient experienced alopecia ("hair loss / hair loss"), migraine ("migraines / migraines"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), premenstrual syndrome ("hormonal changes describe: bad pms") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the migraine, acne, headache, premenstrual syndrome and anxiety outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anxiety, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, premenstrual syndrome and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6): confirmed full occlusion. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Concomitant conditions added. Event outcome added for the events: abnormal bleeding menorrhagia, abnormal bleeding vaginal and dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines") and acne ("acne"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, migraine and acne outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, genital haemorrhage and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed full occlusion. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.